Event description:
Per email: inbound. Pre-filled cadd cassettes with a little more than 27 ml remaining is alarming steady beeping then no disposable. Unable to resolve. Changed over cassette to back up pump and alarms immediately. No further details provided.